Event description:
It was reported that the patient presented for a routine follow-up check upon interrogation, a message "diagnostic data invalid" appeared. The clinician cleared the alert and data. Also the patient was in atrial flutter, the clinician reprogrammed the device . The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).